Manufacturer narrative:
(B)(4). Physio-control has received the device and is currently repairing it. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a morning inspection, it was reported that the device therapy connector had broken pins. The device was not able to provide defibrillation therapy in the reported condition. The facility biomed replaced the therapy connector assembly to resolve the problem. However, the device illuminated the service light and logged event codes in the memory when it was reassembled. There was no pt use associated with the event.